Event description:
On (B) (6) 2008, a new gore propaten vascular graft was implanted in an a-v access procedure in the left upper arm from the brachial artery to the axillary vein. On (B) (6) 2008, the pt presented with arterial steal. An excision of the graft was performed. On (B) (6) 2008, the pt died of unk causes.

Manufacturer narrative:
Additional info received on 02/03/10 changed this event from non-reportable to reportable.